Manufacturer narrative:
H.3. Evaluation summary: the reported event was confirmed. The extended charge time was believed to be caused by leakage current to the output stage of the device. Output transistor damage consisted of pitted emitter wirebonds that resulted in the excessive current flow through the transistors. It was noted that there may have been a short in the high voltage lead, this would explain the damage to the output section of the device.

Event description:
Pt went into vf at her workplace. Bystanders do not recall if she rec'd any shocks from the ICD. Paramedics arrived ten mins into the episode and externally defibrillated the pt. The pt went into vf for the next hr and was rescued each time by external defibrillation. Subsequent interrogation of the ICD showed that the charge times for all shocks of 500v and 750v were greater than 30 seconds. A capacitor maintenance was performed to verify proper functioning of the charging circuit but this also required charging beyond 30 seconds. The ICD was explanted on 06/25/1997.